Manufacturer narrative:
Evaluated by MFR.: the catheter was received and visual inspection noted the distal tubing shaft was found bent. Dried blood was found on the distal end of the tubing, next to the proximal end of the tip electrode. The catheter's electrical connector verified normal during visual inspection. All electrode resistance values verified normal. The electrode resistance values were all within specifications. No electrical opens were found. The catheter passed the electrical short testing. The thermocouple read was within specification. The catheter also passed the thermocouple response test. A radiofrequency generator and a irrigation pump were used to perform rf ablation testing. A saline tank was used and the generator was used in power mode. The catheter verified normal - it passed rf ablation testing. No electrical issue were observed with the catheter. The catheter was then connected to a irrigation pump and a flow rate test was performed no issues were found during the flow rate test. During the functional curve check, both the right and left steering curves did not meet the specification, as both the right and left curves were deformed. The steering control knob actuated smoothly. The tension control knob functioned normal on both locking and unlocking positions. The distal tubing and kevlar assembly were dissected, and the center support and steering wires were found bent approximately 10 degrees. Inspection of the internal components verified that the device was built per manufacturing and product specifications - no anomalies were observed. The proximal area and handle verified normal upon visual inspection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Event corrected as this device is not us FDA approved. This event should not have been filed as an MDR and should be withdrawn. (B)(4).

Event description:
This event was filed in error as the device is not FDA approved in the us and is not similar to another FDA approved device.

Event description:
It was reported that during the procedure, char on the catheter tip was observed. A pvi ablation procedure was being performed in the left atrium with the use of an intellatip mifi oi temperature ablation catheter. Anti-coagulation therapy was administered pre-procedure. A non-bsc generator was set to 30-40 w and 30 ml flow. During isolation of the pulmonary vein, a temperature increase occurred after several applications, no energy was provided by the catheter. The physician withdrew the intellatip mifi catheter and saw charring around the tip. The tip was cleaned and the catheter was used to finish the procedure. No patient complications were reported and the patient¿s status is stable.

Event description:
It was reported that during the procedure, char on the catheter tip was observed. A pvi ablation procedure was being performed in the left atrium with the use of an intellatip mifi oi temperature ablation catheter. Anti-coagulation therapy was administered pre-procedure. A non-bsc generator was set to 30-40 w and 30 ml flow. During isolation of the pulmonary vein, a temperature increase occurred after several applications, no energy was provided by the catheter. The physician withdrew the intellatip mifi catheter and saw charring around the tip. The tip was cleaned and the catheter was used to finish the procedure. No patient complications were reported and the patient¿s status is stable. This product is only ous approved.

Manufacturer narrative:
(B)(4).